Manufacturer narrative:
The device was evaluated and a damaged component was found which interfered with the download of data from the pod. It could not be conclusively determined if there were any drive issues during use.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported hospitalization for hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod user guide warns, "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results above 250 mg/dl, but do not have symptoms of hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall above 250 mg/dl, follow the treatment advice of your healthcare provider."

Event description:
Customer reported going to the hospital for high blood glucose level which reached 480mg/dl. Pod was worn between 4 and 24 hours and then it was changed while in the hospital. Bg levels went down to 250 mg/dl.